Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of high blood glucose readings and no delivery from the insulin pump. The customer's blood glucose reading was 31.6 mmol/l. The customer treated with manual injections. The customer stated that they often had no delivery alarms. The customer attempted a 5 unit fixed prime and the pump alarmed no delivery. The customer reported that she tried to push on the reservoir with a pencil and nothing goes through. The customer will be sent replacement reservoirs.